Event description:
There was bleeding on the mesenteric side of fireline with ethicon flex power stapler. The doctor used cautery to control bleeding after the tissue was cut. No harm or injury occurred. The doctor monitored for additional bleeding.